Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed for an unexpected restart. The blood glucose reading was 88 mg/dl. He stated that the insulin pump was not stored or out of use for an extended period of time. She stated that the alarm occurred shortly after inserting a new battery. Nothing further was reported.